Event description:
The user facility reported a 53-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Upon receiving the device, continuous suction alarms were received. The pump was positioned across the atrioventricular and there was a kink noted within the cannula near the outflow cage which caused low flows. Repositioning of the pump was attempted multiple times; however, the device could not be positioned properly. Therefore, the decision was made to explant the device and implant a new impella cp which was prepped and successfully inserted without issues.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.